Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the instrument became damaged. It was discovered to be broken on (B)(6) 2017. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during a transforaminal lumbar interbody fusion at levels l5/s1, trays were opened trays and it was discovered that two (2) polyaxial head placement tools for matrix had a broken internal piece. It is not clear how these instruments became broken. Another tray with the placement instruments was able to use and these backup instruments were used to the complete the procedure. There was no surgical delay or adverse event to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Part 03.632.037, lot 6712087: release to warehouse date: october 13, 2011. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. Per the technique guide, the polyaxial head placement tool (03.632.037) is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. In order to remove the instrument from the polyaxial head, the button on the proximal end of the device is pressed. The returned instrument(s) was examined and the complaint condition was able to be confirmed as the blocker was received broken from the outer shaft. Further examination showed evidence of laser welding both the blocker and the distal portion of the outer shaft. The complaint condition was unable to be replicated due to post-manufacturing damage. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The blocker is only laser welded to half of the outer shaft body, making it vulnerable to breakage in the area of the laser weld; as such the failure mode is consistent with rough handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that there were no fragments generated by the broken instruments.